Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/29/2016 with the following findings: during investigation, the pump powered up with the display functioning properly therefore the investigation was unable to duplicate the initial complaint about a blank display screen. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was corrosion in the compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board (pcb). A review of the pump¿s black box data showed cs 054 call service alarm. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.